Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the bearing of the handpiece device was not functioning and was defective. It was further determined that the device failed pretest for check of free moving, check the attachment coupling, and check for leakage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the trigger of the handpiece device was blocked and defective. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Correction: the manufacturing site name was inadvertently documented as (B)(4) synthes (B)(4) in the initial report. This has been updated to synthes (B)(4) ((B)(6)). If additional information should become available, a supplemental medwatch report will be submitted accordingly.